Event description:
Patient tripped over paving stones and hurt his shoulder. Patient indicates that it is not clear whether the tripping was due to knee malfunction or if he just tripped himself. An MRI scan indicated that rotator cup of patient's right shoulder is torn (upper tendon to lift arm). The shoulder was operated and patient will fully recover.

Event description:
Patient tripped over paving stones and hurt his shoulder. Patient indicates that it is not clear whether the tripping was due to knee malfunction or if he just tripped himself. An MRI scan indicated that rotator cup of patient's right shoulder is torn (upper tendon to lift arm).